Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the device returned stuck in the user's introducer sheath. The balloon material was bunched at the distal tip, and the distal tip of the sheath was flared, indicating retraction issues. Additionally, a complete break in the outer catheter shaft was noted just proximal to the proximal balloon joint; the inner guidewire lumen was intact. Therefore, the investigation is confirmed for the reported retraction issues, as well as for a break in the catheter shaft. It is likely retraction issues led to the catheter break. However, the definitive root cause for the retraction issue could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2021).

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly got stuck inside the introducer sheath during retraction. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the device returned stuck in the user's introducer sheath. The balloon material was bunched at the distal tip, and the distal tip of the sheath was flared, indicating retraction issues. Additionally, a complete break in the outer catheter shaft was noted just proximal to the proximal balloon joint; the inner guidewire lumen was intact. Therefore, the investigation is confirmed for the reported retraction issues, as well as for a break in the catheter shaft. It is likely retraction issues led to the catheter break. However, the definitive root cause for the retraction issue could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2021).

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly got stuck inside the introducer sheath during retraction. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly got stuck inside the introducer sheath during retraction. There was no reported patient injury.